Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a thermocool smarttouch sf and the patient suffered a cardiac perforation requiring drain placement and prolonged hospitalization. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. Temperature and impedance tests were performed and the device was found working correctly. No temperature or impedance issues were observed. The other device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The physician believes the tissue was thin which caused the perforation. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a thermocool smarttouch sf and the patient suffered a cardiac perforation requiring drain placement and prolonged hospitalization. During the idvt procedure, the patient experienced steam pop that resulted in pericardial effusion/cardiac perforation treated with pericardiocentesis and drain placement. The patient remained in the intensive care unit (ICU) for continuing drainage of the pericardium, and the patient was stable. The report indicated that during the ablation they heard the steam pop. The physician came off the ablation pedal, and the smartablate generator displayed an error "impedance above maximum," and shut off, but did not disclose an error code. This resulted in a pericardial effusion, and the injury of perforation. There was an intracardiac echocardiography (ice) catheter in "dwelling" that led to the discovery and confirmation of the effusion. Pericardiocentesis was the medical intervention provided to the patient. The patient¿s last know status was still on the table but stable. Additional information was later received indicating the physician¿s opinion on the cause of this adverse event is that it was due to the patient¿s anatomy which required higher force than usual. The outcome of the adverse event was reported to be improved and patient was ready for discharge. The patient required extended hospitalization because of admission to ICU to continue draining pericardium and the drain was removed the next day. No heparin was given. Generator and pump performed as expected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).